Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a syncopal episode. A remote interrogation of the cardiac resynchronization therapy defibrillator (crt-d) was performed and boston scientific technical services (ts) was contacted to review the information. Upon review, ts noted no stored episodes within the last 72 hours. Pacemaker mediated tachycardia (pmt) episodes were observed from prior to that time frame. The cause of the syncope remains unknown. The crt-d remains in service and no additional adverse patient effects were reported.